Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a blackout image. The issue was found during a diagnostic lower gastrointestinal endoscopy procedure that was completed with the same device. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h3, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it could be presumed that the image output signal was unstable due to aging deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.